Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the average flow was low and the device could not start. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 correction to the g3 of the initial medwatch. The aware date should be 13nov2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the low flow was due a defective electro pneumatic proportional valve. Additionally, the device start failure was due to a faulty converter. Olympus will continue to monitor field performance for this device.